Event description:
It was reported that the pump stopped fill tubing at 9.8 units and requested a minimum of 50 units. Customer tried adding more insulin and reloading the same cartridge but had the same issue. Tandem technical support had customer use a new cartridge and they were able to complete the load process successfully. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.